Manufacturer narrative:
Patient presents with neurapraxia of the upper lip following facetite procedure. Investigation is ongoing.

Event description:
Neuropraxia of upper lip.

Manufacturer narrative:
Patient presents with neurapraxia of the upper lip following facetite procedure. Investigation is ongoing. 04-aug-2024 follow-up narrative: the device could not be inspected as the customer is not responding to inmode's multiple attempts to contact her. The doctor is also not cooperating in filling the clinical form or scheduling a retraining. With the limited information available to inmode it was concluded that the reported neurapraxia was most probably caused by a user error: working in the "no fly zone", where the buccal branch of the facial nerve passes. The doctor was guided via e-mail regarding the user error and received recommendations for treating the patient. No additional information was received from the customer to this day. Nevertheless, the reported condition is expected to be transient.

Event description:
Neuropraxia of upper lip.